Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have blade damage. One of the blade edges was indented, which prevented the blades from closing. This failure is most commonly caused by mishandling/misuse.

Event description:
During a da vinci assisted myomectomy procedure, it was reported that the curved scissors had a broken cable. The procedure was completed and there was no patient injury.